Event description:
It was reported that the keypad buttons were intermittently unresponsive. A cde reported that the keypad buttons have been intermittently unresponsive for 9 days. She noted that the buttons feel flat when pressed, and that the pump appears worn in general. The cde confirmed that the rubber keypad is intact; and stated that the pt wears the pump in his pocket.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.